Manufacturer narrative:
The product was not returned for evaluation but the diagnostic logs were received. After analyzing the diagnostic logs, it was determined that the issue is associated with a software issue. When using the co20's algorithm, the software can get overwhelmed and cause the system to freeze. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. The diagnostic logs were said to be available, but have not been received yet. The engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The device history record review is in process but hasn't been completed. Once the results are available, a supplemental report will be submitted. With any hemodynamic monitoring, parameters can change quickly and dramatically. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate patient treatment could be administered. These devices are typically used in the operating room or intensive care units, where the patients are closely monitored. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions as well as assess and mitigate any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
As reported, during use on a patient coming off of bypass, this hemosphere monitor froze. The clock froze and nothing could be clicked. The screen didn¿t look any different except that it was frozen. There was no allegation of patient injury. The device will not be returned for evaluation. The diagnostic logs were available.